Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained: event date? =>no further information is available. Was the fixation tab intact when the suture was placed in the patient? =>no further information is available. No further information will be provided. [Product code] sxpp1b406 => sxpp1a406. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare active ingredient(s)- triclosan dosage form - suture/solid/parenteral strength - = 2360 ug /m

Event description:
It was reported that a patient underwent a cesarean section on an unknown date and barbed suture was used. The fixation tab was broken during use. There were no patient consequences reported. Additional information was requested.